Manufacturer narrative:
The field service representative (fsr) verified that the "batteries have exceeded the two year service" notification was being displayed. He replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a message that the battery was due for replacement. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2019, the system is used with no indication of battery life exceeded. The next power up is on (B)(6) 2019 and the user is notified the battery life is exceeded.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.